Manufacturer narrative:
(B)(4). Concomitant medical product(s): medical product: g7 neutral e1 liner 40mm g catalog #: 010000865 lot #: 6406776; medical product: g7 pps ltd acet shell 60g catalog #: 010000667 lot #: 6421470; medical product: cer opt type 1 tpr sleve 0mm catalog #: 650-1066 lot #: 2954544; medical product: tprlc 133 t1 pps ho 15x150mm catalog #: 51-104150 lot #: 6518086. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right total hip arthroplasty performed. Subsequently, the patient underwent a revision of the head and liner due to infection

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial right total hip arthroplasty performed. Subsequently, the patient underwent a revision of the head and liner due to infection.